Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of high and low blood glucose readings from the insulin pump. The customer stated that his readings have been all over the place yesterday. The customer had low readings of 47 mg/dl and highs above 400 mg/dl at 418 mg/dl. The customer had some issues with doing the first site insertion as they had some neck and hand surgeries and have limited mobility.